Event description:
The user facility reported that a 60-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak a tiny leak was noted at the luer connection even after tightening. The ventricular assist device (vad) engineer added short extension tubing which was successful in stopping the leak. The patient had d5w + 12.5 (u/ml) heparin in the purge. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge leak was most likely use related because the leak resolved with the addition of an extension set. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.